Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: MFR report number: 1627487-2018-05334. It was reported there was infection at the lead site. As a result, the leads were explanted. New leads will be implanted when the infection is healed.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-05334. Additional information stated the infection has healed.